Event description:
During shoulder arthroscopic surgery, tissue anchor was placed into the anterior aspect of the glenoid. After anchor was implanted, head with suture attached broke off. Unable to remove from the shoulder; surgeon's opinion is no problem to the pt. Surgeon was concerned that the area on the anchor may be weak at the point where it attaches to the driver. If one were to catch some hard bone and torque too much the device could break off. This was reported to the sales rep within a week of the occurrence.